Event description:
It was reported that the patient¿s blood glucose level rose to 18 mmol/l (324 mg/dl) between 5 and 24 hours of wearing the pod. The patient reported they placed the pod on the top of their thigh, which they had not done in years due to the absorption rate. The patient stated they have quite a bit of scarring on their stomach and back and recently had a lump that will not go down on the back of one arm. The patient was advised by their diabetic team to try placing the pod on their thigh. The patient reported the pod had leaked within the first 24 hours and their bg level had increased. The patient administered a pen correction, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed. No damage or defects were noted to the fluid path components that would contribute to swelling. The exact cause of the reported swelling could not be determined. No damage, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin, a leak test was performed by occluding the soft cannula with a clamp and rotating the ratchet gear. No leaks were found.